Event description:
It was reported that the pt experienced a volume discrepancy. Pt had withdrawal and stiffness and pain in her legs. The actual residual volume, 18 ml, was greater than the expected residual volume, 3.6 ml. Pt took oral baclofen and was noted in fair status. The drug, dosage and concentration were unk. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).